Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015. Statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Event description:
A medtronic representative reported that, while in a minimally invasive spinal fusion procedure, the short percutaneous clamp and frame moved laterally to one side. The frame was placed ont11, they took a spin and were working down from t9 to s1. The surgeon, starting from the top, had placed guide wires on both sides of t9, t10 and t11, and the right side of t12. Throughout this placement, the surgeon confirmed being accurate three times and continued the procedure. After placing one guide wire on t12, the medtronic representative stopped the surgeon and checked the frame, then noted that the frame had loosened approximately 4-5 threads, causing the frame to shift laterally but not drop. This caused the guide wires placed on the right side, to be medial into the canal and the left guides wires lateral. The t12 guide wire was not medial but t9-t11 were. After this was noticed, the guide wires were removed and surgery was abandoned. Patient had no motors in anterior tibia and quad in the right leg.

Manufacturer narrative:
04/23/2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. A medtronic representative, following-up at the site, reported the alleged inaccuracy was 5-8 millimeters. - no further issues have been reported.

Manufacturer narrative:
Two parts were returned to the manufacturer for analysis: the returned clamp was found to be in good condition. The clamp adjustment screw functions easily with no damage of other obstruction along the travel of the screw. The clamp attaches to a mating part which was not returned. When attached to a known good mating part, the engagement was found to be solid. The returned frame was found to be in good condition. The starburst attachment is solid to the frame. The threads are clean and unobstructed. The frame attaches to a mating part which was not returned. When attached to a known good mating part, the attachment was solid. (There are only three threads to engage between the two parts.) Also, with markers attached and fully seated, the frame returns good geometry and divot error readings. Both parts were found to be fully functional with no problems found. The reported event could not be duplicated by medtronic personnel. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided. The most likely cause was frame movement as per the reported event, "he noticed that the frame had loosened about 4-5 threads causing the frame to shift laterally but not drop."